Event description:
During an oral extraction procedure the bur guard slipped off of the handpiece causing a cut in the pt's palate (original info). On follow-up call, it was stated that the injury was a small laceration under the tongue of the pt caused by the bur, requiring two stitches. The pt has since been in for a postoperative visit and is doing "fine".